Event description:
A user facility reported that a capsular rupture occurred following insertion of an intraocular lens (iol) during implant surgery. The lens moved partly into the posterior chamber and was repositioned. No additional info is expected.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot # or any identification traceable to the mfg documentation. No additional info is expected.